Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be remotely interrogated and exhibited inappropriate back-up mode. Programming changes were made to restore the device. The patient condition is stable. The patient will continue to be monitored remotely.